Event description:
The manufacturer representative reported the hcp was unable to get the lead out of percutaneous extension connection. The hcp loosened all four set screws entirely and used force to get the devices apart. The end two electrodes were barely connected so the hcp decided to cut the two electrodes off and try to capture stimulation with the remaining two electrodes. The hcp inserted the cut lead into the extension. Impedances were normal. The manufacturer representative received excellent stimulation with the remaining electrodes, and the patient continues to do well.